Event description:
A crna from a user facility reported that he noticed a small leak when he hooked the lma to the anesthesia circuit. The crna thinks the connector was missing a piece prior to hooking it up. Although there was no pt injury, an MDR is being filed with the MFR, as failed connectors could theoretically cause injury to a pt.